Event description:
A report that the patient's precision system was explanted was received. The patient experienced nerve damage on his left leg, despite the fact that the device helped with his pain for 2-4 months.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned for evaluation.